Event description:
Information was received indicating that, a smiths medical cadd solis vip pump exhibited error code 45639-0004. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in fair condition. Event history log review was performed and found evidence of reported problem. Visual inspection and power up self-testing were performed. The customer's reported problem was confirmed. According to the investigation the pump main board was not working as intended. Service's replace the pump pwa (main board) and perform a full pm and all functional testing passed. The problem source of the reported problem is unknown.